Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported lung disease, cancer, and kidney disease/toxicity. The patient also reported dizziness and/or headache, and nausea/vomiting. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.